Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Unfortunately other details are unknown as customer called to cancel the visit on the 16th of april as the equipment was working. In future if we receive any new information will reopen and update the investigation.

Manufacturer narrative:
Due to character limitation, event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) had auto fill failure issue. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b3, b4, d9, e1(event site email) g3, g6, h2, h3, h6, h11. Corrected fields: e1 (initial reporter name).